Event description:
Caller reported potential false positive troponin I (tni) results on triage profiler sob test vs. Triage cardiac panel test.

Manufacturer narrative:
Product support tested in house donor samples and in house calibrators (positive and negative controls) on retain samples from the lot listed in this complaint. Product support did not replicate the client's observations of elevated tni on negative samples. Product support tested retains against zero control and 2 whole blood negative donors. Results were within specification on the control, and all whole blood replicates were <0.05 ng/ml. Positive control results on the device lot were within specifications. A review of mfg release data showed final results to be within specification. Product deficiency was not established; no corrective action required at this time.